Event description:
Device has been explanted.

Event description:
Healthcare professional reported "left side deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, creases fold and wear abrasion, white particle inside the device. Leak test was performed, and found opening on anterior. A microscopic analysis was performed which identify, opening striated in the anterior delamination of the diaphragm valve. Based on the device analysis, the final assessment is: a striated edge opening on anterior side assessed, as surgical damage. Delamination of the diaphragm valve assessed, as adhesive failure.

Event description:
Device has been explanted.